Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure without any patient injury.

Manufacturer narrative:
Device not available for eval.